Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it stopped working due to a break in the cylinder that was suspected to have occurred during ongoing use. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient outcome was reported as good.